Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with stenting in an attempt to avoid by-pass surgery. The vessel was tortuous and calcified. An attempt was made to advance the whisper guide wire; however, it could not be advanced, and the guide wire separated in the vessel. There was no reported resistance during removal. The patient was sent to surgery for successful removal of the guide wire and bypass surgery. The patient's final outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the tortuous vessel and calcified lesion. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, the vessel was described as tortuous and the lesion was calcified which could have contributed to the reported guide wire separation. The guide wire was not returned which may have aided in the evaluation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.